Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Blood/bodily fluid was noted in the lumens. However, the guidewire insertion test was passed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the attempted left ventricular (lv) leads were difficult to place and the physician had difficulty tracking the leads over the guidewires. The cause of the placement difficulty was attributed to the patient's very tortuous and tight venous anatomy. As such, the lv port of the device was plugged and the patient was to be scheduled for an epicardial lv lead. No leads were implanted. No adverse patient effects were reported.